Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
In 2006, the patient was treated for a thoracic aortic aneurysm with two gore tag thoracic endoprostheses. The patient experienced aneurysm growth. Findings of the imaging analysis are inconclusive. An intercostal artery is filled with contrast at the proximal seal zone but does not appear to communicate with the density irregularities. No reintervention is planned at this time; the physician is monitoring the patient.